Manufacturer narrative:
A ge service representative performed an on site investigation. It was determined that the generator interface circuit board was defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 continued to make x ray exposures after the hand switch was released. The problem was reported as being intermittent. There was no adverse patient involvement reported. There was no patient information reported.